Manufacturer narrative:
Based on the information provided, isi has not determined the root cause of bladder injury sustained by the patient. Isi has made several attempts to obtain additional information concerning the reported event; however, no additional information has been received. A follow-up medwatch report will be submitted to the FDA if additional information is received. The documentation provided did not contain any allegation of a malfunction of a da vinci surgical system, instrument or accessory. No previous complaint was reported relating to this event. Review of the site's system logs for the reported procedure date found that no system errors were generated that would have likely caused or contributed to the injury sustained by the patient. This complaint is being reported due to the following conclusion: during a da vinci hysterectomy with bilateral salpingo-oophorectomy procedure the patient's sustained a bladder injury. However, the cause of the bladder injury is unknown.

Event description:
As part of a legal discovery activity, on (B)(4) 2015, intuitive surgical, inc. (Isi) received information regarding a patient that underwent a da vinci hysterectomy with bilateral salpingo-oophorectomy procedure. Isi was provided with a copy of the hospital's risk occurrence report from the hospital's risk management department. The risk occurrence report indicated that during the surgical procedure, the patient sustained a bladder injury. The defect to the patient's bladder was repaired by the site's urologist. No additional information regarding the reported event was provided.